Event description:
It was reported that impactor pad fractured. The surgical technique was utilized. No pieces fell inside the patient. There was no surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(6).customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.